Manufacturer narrative:
It was indicated the device would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at the last follow-up, the device indicated an estimated remaining longevity of 2 years with a magnet rate of 100 bpm. During the routine one year follow-up, the device had declared end of life (eol). As a result, the device was explanted. No adverse patient effects were reported.